Event description:
It was reported that during interrogation of the device, no rv-wave capture was noted. The device was reprogrammed. Dft testing was performed on (B)(6) 2010, and testing was successful. The physician decided to hold off on surgery. The patient is being paced lv only since rv is stil not capturing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A full evaluation of the device functionality was performed. The device demonstrated normal function during bench and ate testing. A test shock was initiated and successfully completed. No anomalies were found.